Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 120 units of insulin. A new cartridge was successfully loaded to address the issue. Customer's blood glucose (bg) was 87 mg/dl. Additionally, the customer performed the load fill tubing sequence while connected at the site resulting in the customer inadvertently delivering 12.7 units of insulin and causing bg level to lower down to 41 mg/dl. Juice and glucose tablets were consumed to treat bg level and customer temporarily stopped pump therapy until bg increased. Tandem technical support advised the customer against performing the fill tubing sequence while connected. Recommendation was made to consult with healthcare provider regarding diabetes management.